Manufacturer narrative:
On (B)(6) 2025 the user reported receiving several glucose suspend alerts within the last 12 hours. The sensor was returned for further investigation. In house testing of the returned sensor showed no issues with functionality. A review of the alert history confirmed that the user received several glucose suspend alerts on 7 mar 2025 12:19 am through 8 mar 2025 10:07 pm. A review of the raw sensor data revealed that the depressed signal and reference channels since insertion with all 4 sensing areas fell below the blue norm thresholds on day 13, 7 mar 2025.the potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 04 june 2025. D9 device available for evaluation? Yes on 09 april 2025. G3.date received by the manufacturer? 04 june 2025. H3. Device evaluated by manufacturer?yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 7, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.